Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella rp flex was placed via the femoral vein for the 84 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. No other medical history was shared beyond the fact that the patient was on inotropes, vasopressors, and was on a vent for respiratory needs. On the say of pump implant there was a bleed at the rp flex site which prompted the team to treat the patient with albumin and 4 units of red blood cells. The team additionally re-sutured the site. The pump supported for just over 1 day and was weaned and explanted. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Of note the patient was on both anticoagulants and heparin boluses.

Manufacturer narrative:
B5 (event description) has new added information. D1 (brand name) has been updated. E4 (reporter also sent report to FDA?) Has been updated to "unknown." Major bleed/asae: the cause of the access site adverse event was determined to be a use issue, most likely as a result of failure to follow instructions. According to clinical details, the bleed occurred in the ICU at which point the patient's acts were 189. Per the impella rp flex IFU, "during support with impella pumps, the targeted act is 160-180 seconds."

Event description:
Additional information was received: a.do you happen to know if the pump is available for return for investigation? No it was discarded by the hospital b. If yes, do you need a return kit? No, a return kit is not needed at this time

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.